Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - controller 1.0 model # 1102 / catalog # 1102 / serial # (B)(4)/ expiration date: 29feb2016 mfg date: 28feb2015 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power port connectors of a patient¿s controller were loose. The site indicating that this was associated with power switching and with a pump stop. The patient reported that the controller had not been dropped and that excessive force had not been used when connecting the power sources. In addition, when the patient¿s driveline (dl) was also noted to be damaged in a previously repaired area. The site plans to exchange the patient¿s controller and repair the sheath damage at the patient¿s next visit. The pump/driveline remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: controller 1.0, con UDI#: asku d10: no h6: FDA device code(s): c63055, c63025 h6: FDA conclusion code(s): 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a field engineer examined the sheath damage and noted that the previously performed sheath repair was damaged with multiple breaks in the outer insulation along the driveline. The old repair was removed and a new repair performed from the strain relief to the driveline anchor on (B)(6) 2018 on an outpatient basis. The repair was not associated with a pump stop. The site further reported that the patient¿s controller was exchanged on (B)(6) 2018 while the patient was in clinic. The pump/driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned; while the driveline cable was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port 1 and power port 2 connector. An internal inspection did not reveal evidence of fluid ingress. As a result, the reported loose connector event was confirmed. An internal investigation has been opened by the supplier to evaluate loose power port connectors and implement corrective actions as required. Based on this investigation, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Additionally, it was observed that the serial port data cap was missing. This observation is not related to the reported event and is likely due to the handling of the unit. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the controller log files showed parameters to be within normal operation. Analysis of the data log files also revealed several premature power switching events that were due to momentary disconnections. As a result, the reported power switching event was confirmed. However, no pump stops were recorded in the analyzed period. On-site inspection of the driveline cable revealed that the previous repair was worn out, confirming the reported driveline damage event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time or improper handling. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: controller 1.0, (B)(4); concomitant medical products: yes, return date: 2018-06-25; device evaluated by MFR: yes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.